Event description:
It was reported that prior to use, during preparation of the 3.5 x 8 mm nc trek balloon, the protective sheath could not be removed from the balloon. The device was not used on the patient. Another unit was used for the procedure. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.